Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient thought the ins battery was leaking because the ins site was burning them since about a week ago. The caller stated that the patient was not feeling stimulation today. It was noted that the therapy was on and set at 3.1. The caller stated that they had been making calls to the healthcare professional's (hcp) office but had not gotten any return calls. Product services recommended that the patient contact the hcp's office and request to have the ins checked. The patient was going to turn the stimulation off to see if the burning sensation would fade with the therapy off. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the manufacturer representative met with the patient on (B)(6) 2017. The patient showed normal impedances and was receiving good coverage. The patient reported that they felt a burning sensation when they pressed on the battery. The patient had an appointment with their hcp scheduled for (B)(6) 2017. No further complications are anticipated.